Event description:
It was reported that the pt expired. Specific details were not provided. The pump was used to deliver bupivicaine, clonidine, droperidol and hydromorphone. The report indicated that the pt was started on 4mg/day with a 0.5mg bolus. Additional information has been requested from the hcp, a follow-up report will be sent if additional info becomes available.